Manufacturer narrative:
Continued: h.6. F2201. No lab result reported. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy, granuloma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy, granuloma and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported rupture, silicone migration, lymphadenopathy, granuloma and capsular contracture, baker grade unknown. The device has been explanted. This relates to the left side.